Event description:
It was reported that during a pci procedure, the shaft of the liberte stent delivery system (sds) broke. The physician was preparing to stent the lesion and while advancing the sds through the guide catheter, the shaft "snapped" about 90cm distal to the proximal hub. The procedure had to be halted and the distal portion of the sds was removed. The procedure was completed by pre-dilating the lesion with another manufacturer's balloon. There were no reported patient complications.